Event description:
During the atrial fibrillation procedure, when the sheath was inserted into the left atrium, blood leaked from the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No additional venipuncture was performed due to sheath replacement. No air movement into the patient was identified.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f agilis steerable introducer sheath was received for evaluation. The reported event of a leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.